Event description:
It was reported that an iab catheter was inserted into a pt and a "check iab catheter" alarm sounded. No restrictions were observed in line; however, it appeared as though the catheter had not unfurled. Balloon was removed and replaced with another. It was later reported that the pt expired; however, it was not attributed to the event. Related to MFR report # 2248146-2014-00266.

Manufacturer narrative:
The device is promised for return, however no product has been received. If the product is returned or additional information obtained, a follow up report will be submitted. (B)(4).